Event description:
It was reported by service report that allegedly both yellow fowler handles are broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: release handles.